Event description:
It was reported that the colonovideoscope exhibited a scope communication error e226. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, the cause of the scope communication error e226 could not be determined. For the noisy image issue, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.